Event description:
The customer complained of qc results being out of the acceptable range on the cobas 8000 ise module when tested for ise indirect na, k, ci for gen.2. The customer repeated patient samples that had been run the day before since qc results were outside of the acceptable range. The customer provided discrepant results for 1 patient tested for na. The customer provided an example of an initial na result of 130 mmol/l. When the sample was repeated on another instrument the result was 136 mmol/l. The incorrect result was not reported outside of the laboratory. The repeat result was believed to be correct. The customer re-calibrated the ise's and qc results were still out of the acceptable range. At this point the customer also noticed air in the syringes. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found the seals needed replacing. The ise vacuum nozzle was not removing enough waste fluid. The fse replaced the seals, adjusted the sipper and vacuum nozzles to the proper position, cleaned organic material from inside of the vessel and flushed the valve. The customer performed precision testing. Calibration and qc were acceptable. The customer has had no further issues since the service visit. The investigation was unable to find a definitive root cause.